Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and complaint history could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event is estimated . D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. Attachment: article titled: "a case of hemostatic complications due to proglide breakage" the additional proglide case study contained in the article is filed under a separate medwatch report number.

Event description:
Information received via a japanese article which included the following general comment: it was reported that complications have occurred during use of proglide devices. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.